Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ICD was eroding through the pocket. The physician placed the ICD more deeply under the skin. The device is still in use. No patient complicaitons were reported as a result of this event.